Manufacturer narrative:
System explanted due to high impedances; explanted devices discarded so no analysis possible.

Manufacturer narrative:
Information was reported to sales rep. Device was returned to be analyzed, results pending.

Event description:
Reported to sales rep. System was explanted and replaced due to lead impedance >800 ohms. Patient had a loss of symptom relief. Patient's battery was at elective replacement and due to high lead impedance, >800 ohms, dr. Deeney did a battery exchange with lead replacement on (B)(6) 2025.